Event description:
Customer reported "while pushing daunorubicin, pt's maxplus cap began to leak onto pt's t-shirt. Area of contamination on pt's chest cleaned as per chemo spill protocol, shirt discarded in biohazardous waste. When examining maxplus cap, a large crack was seen from which the chemo was leaking. Cap was changed." There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer stated that the device was not saved for return due to chemo contamination.